Event description:
During an atrial fibrillation procedure, the patient's tissue was buried in the advisor hd grid catheter in the left atrium. After finishing the procedure, when the advisor hd grid catheter was removed from the patient, there was a small amount of heart tissue that came out with the catheter. The tissue was between the splines. The procedure was successfully completed with no adverse consequences for the patient. No intervention or treatment was required. Before the procedure, the product was inspected for any issues and none were found, however, a straightener was not utilized. Per the advisor hd grid catheter instructions for use, use the straightener during the insertion process.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrode 9 was noted to be displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated that the white straightener tool was not used in the removal of the catheter. Arten600331644 ver. B, advisor hd grid catheter instructions for use (IFU) states, "the advisor¿ hd grid mapping catheter, sensor enabled¿ also has a straightener intended to compress and guide the distal paddle into, and withdraw from, the hemostasis valve of an 8.5f minimum introducer sheath." The cause of the displaced electrode and reported withdrawal issue is consistent with not following the instructions for use.

Manufacturer narrative:
Additional information: g3, h2, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrode 9 was noted to be displaced. The catheter had no visual anomalies, and no bls/biomaterial was noted on the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated that the white straightener tool was not used in the removal of the catheter. Arten600331644 ver. B, advisor hd grid catheter instructions for use (IFU) states, "the advisor¿ hd grid mapping catheter, sensor enabled¿ also has a straightener intended to compress and guide the distal paddle into, and withdraw from, the hemostasis valve of an 8.5f minimum introducer sheath." The cause of the displaced electrode and reported withdrawal issue is consistent with not following the instructions for use.